Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent to the customer and the device is said to be in the hands of the distributor. Once the device has been returned and evaluation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter could not be opened. Prior to the event, the microcatheter was placed in position and the diameter of the blood vessel was measured and flow diverter was selected. Once the flow diverter was advanced into position, the reported event occurred. The system was replaced with another system and the operation was completed successfully. The patient was undergoing surgery to treat an unruptured, saccular aneurysm located at the cavernous sinus segment of the left internal carotid artery with a max diameter of 15.7mm and a neck diameter of 13.5mm. The distal landing zone was 3.3mm, and the proximal landing zone was 3.8mm. It was noted the vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the pipeline flex brain was returned without pushwire. The distal and proximal ends of the pipeline flex braid were fully opened and no damage. No other anomalies were observed. Based on the reported information and returned device analysis, we were unable to determined the cause of failure to open. The root cause could not be determined. Possible contributing factor of failure to open includes patient tortuous anatomy. However, the customer reported that the patient vessel tortuosity was normal. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.